Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump was alarming no delivery during bolus/fixed prime. Alarm was explained to customer. He was advised to change the entire infusion set. The device still alarmed no delivery. Customer tried a new site and a new reservoir. There was no pressure on the infusion set. Customer believes it is an insulin pump related issue. Customer's blood glucose level is 312 mg/dl. The device will be replaced. Nothing further reported.